Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that after flushing and aspirating the sheath, air bubbles were continuously being aspirated from the sheath. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product is expected to be returned. It was further reported that no abnormalities noted during preparation. A pressure bag was used and air was observed in the side port and aspirating syringe when the guide wire and dilator were slowly removed, and the sheath was aspirated. No leak was observed and no air was seen in the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that after flushing and aspirating the sheath, air bubbles were continuously being aspirated from the sheath. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product was received for analysis. It was further reported that no abnormalities noted during preparation. A pressure bag was used and air was observed in the side port and aspirating syringe when the guide wire and dilator were slowly removed, and the sheath was aspirated. No leak was observed and no air was seen in the patient.